Manufacturer narrative:
An internal investigation was performed for false positive cefoxitin screen (oxfs) results while using the vitek® 2 ast-gp75 test kit (ref # 415670 lot# 2750865203). The customer provided reports for the strains using gp75 lot 2750865203 using 8.01 software. Multiple attempts for customer strain submittal have been unsuccessful. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. On (B)(6) 2019 a field service engineer (fse) was dispatched for service, as troubleshooting with the customer and the application support team determined that the instrument was at fault. The fse inspected system and could not find reading errors in either section a or b. They replaced reader belts, reader ledges, motor pulleys, and the optics in both sections, and found loose motor pulleys in both sections during the removal and replacement of parts. The fse ran post service optics checks during initial tests, and completed all checks in the post service checklist. After service was performed, the customer reported a vast improvement with the reported oxsf inconsistent results. Vitek 2 ast-gp75 lot #2750865203 met final qc release criteria. The lot passed qc performance testing.

Event description:
A customer in the united states notified biomérieux of obtaining false positive cefoxitin screen (oxfs) results for two strains while using the vitek® 2 ast-gp75 test kit (ref# 415670, lot# 2750865203). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.